Event description:
The patient was implanted with a left ventricular assist device (lvad). The MFR received a report through device tracking indicating that after 3 years of support on the lvad, the patient received a pump exchange due to pump thrombus and driveline infection. No other information regarding this event was provided.

Manufacturer narrative:
The pump was successfully exchanged and the patient remains ongoing on lvad support. The MFR is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Due to the device not being available for evaluation, a specific cause for the reported event, and a correlation to the device could not be confirmed. The patient later expired on (B)(6) 2013. The device¿s approved labeling lists device thrombosis and bleeding as adverse events that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.